Event description:
It was reported the powered wheelchair kept moving after the end user had released the joystick. The powered wheelchair tipped over and the patient fell out onto the ground. The patient hit her head during the incident and is scheduled to see a specialist. No additional information was available.